Event description:
It was reported to philips that the device had a "power interrupted" message displayed on its screen. There was no patient involvement. The customer was provided remote technical support from a philips remote service engineer (rse). Biomed called to report that nursing staff says mrx had a "power interrupted" message displayed on screen, and they would like to verify mrx is ok to return to service. Customer is unable to recreate message. Device passed operational check. Advised customer as log as the device passes operational check, it is ok to return to service. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during investigation, a definitive cause for the alleged failure could not be determined. Advised customer as log as the device passes operational check, it is ok to return to service. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.